Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. H3 other text: device not returned for evaluation.

Event description:
It was reported by the customer ¿anesthesiologist at the hospital has had a few occurrences when placing the power trialysis hd catheter on the left side, they have perforated the vessel side with the guidewire.¿ no other information was provided. The customer reports this has occurred a few times however an exact quantity of occurrences was not provided.